Event description:
(B)(6) reported during an intermedullary femoral nailing procedure, the product did not insert through the trochanteric fixation nail (tfn) side hole. The entire construct was taken out to verify the alignment. Outside the patient, the implant functioned correctly. The tfn was reinserted. The helical blade did not insert correctly again. The original helical blade was replaced by a different helical blade. The second blade was inserted correctly, and functioned normally. The procedure was completed using a like/similar device. There was a 20 minute surgical delay. The patient's status/outcome following the procedure is undetermined. This is 1 of 2 reports for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Device expiration - 06/2023. (B)(4). A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The part was not returned for evaluation. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event should be: (B)(6) 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.